Event description:
A peritoneal dialysis pt's daughter reported fluid was noted under the cycler. The bags were dry and there was no leak from the cassette. The rptr was unable to find location of the leak. The pt was not prescribed prophylactic antibiotics and is reportedly "fine." The peritoneal dialysis registered nurse stated the pt noticed a leak after treatment underneath the cycler on (B)(6) 2013. There was no cloudy effluent and no prophylactic antibiotics were given. The sample was discarded.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.